Manufacturer narrative:
Initial and final MDR (B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyse a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the unites states it was reported that the patient infusion set fell off during use.the event occured on (B)(6) 2025.since infusion set was in use for less than one day.the patient replaced infusion set and resumed insulin deliveries successfully no further information is available.